Manufacturer narrative:
The device has not been returned to the manufacture for investigation. This report will be updated if the device is returned and the investigation requires.

Event description:
It was reported that a red-black material was found in the handpiece during preparation for use. There was no pt involvement or adverse consequences reported.